Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm 1 occurred during bolus delivery. The customer's blood glucose level was not impacted. Reportedly, when the customer changed the cartridge, the fill estimate was inaccurate right after completing the load process. It was noted that the customer would continue to use the pump until replacement pump is received.